Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device observed wear abrasion on the device.